Event description:
It was reported that the target lesion was calcified, tortuous and located in the mid right coronary artery (rca). The lesion was pre-dilated with a 2.5 x 15 mm trek balloon. The 3.25 x 18 mm xience xpedition stent was advanced. However, the proximal shaft separated at the hub during the attempt to cross to the lesion. A 2.5 x 18 mm xience xpedition stent was then advanced. However, the proximal shaft also separated at the hub during the attempt to cross to the lesion. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience xpedition referenced is being filed under a separate medwatch report.